Event description:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the customer sent back 2 monopolar curved scissors (mcs) instruments, both for the same procedure. The procedure performed was robotic general surgery for inguinal hernia. The event date was on (B)(6) 2022. The instrument was inspected prior to the procedure and no damage was visible. One of the mcs instrument was dull and the other one was not registering on the da vinci arm. No cleaning/sterilization methods have changed.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the scissor tip was not latching on the instrument. A new instrument was used, and it latched properly. The procedure was completed with no reported injury. Follow-up has been attempted to request additional information. However, no further details have been provided as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved with this complaint has been received and failure analysis (fa) testing has been completed. The instrument was found to fail recognition of the mcs tip. The mcs tip was installed on the instrument and placed on the in-house system. The system failed to recognize the mcs tip. The instrument and tip were removed and reinstalled multiple times. The root cause of the this failure was not determinable. An additional observation not reported by the site was also observed. The instrument was found to have a broken tube adapter at the distal end. The broken piece, measuring roughly 0.08" x 0.05" in size was not returned. The root cause of this failure was attributed to mishandling/misuse. The instrument underwent further investigation by an advanced failure analysis engineer and the initial fa findings were confirmed. The complaint of "the scissor tip was not latching on to the instrument." Was interpreted as possible mcs tip accessory retention issues, and was investigated and was not replicated. The instrument tube adapter was inspected and the features that interface with the tip accessory's tip cover were present and did not appear to have damage. The mcs was tested with an in-house mcs tip accessory as the customer did not return an mcs tip accessory. The tip accessory had no issues with installation, and actuating the scissors with the grip knob did not exhibit unusual friction or noises. The tip accessory felt secure on the instrument and did not exhibit abnormal play when twisting or pulling the accessory. As previously noted, the instrument tube adapter had a piece missing. It was also noted that the most distal portion of the instrument tube adapter that mates with the metal clevis of the tip accessory exhibited abrasion. The root cause for the break and the abrasion is typically attributed to mishandling/misuse, and can occur due to improper handling during reprocessing or improper mcs tip accessory installation. A second interpretation of the "the scissor tip was not latching on to the instrument" complaint could be that mcs tip accessory detection issues were encountered by the customer. The instrument was installed on the test system and the remove instrument and reinstall mcs tip error was observed persistently with 3 attempts made. The instrument's shell was removed to inspect the drive rod. The drive rod's setting with respect to the pivoting clamp appeared to be normal in comparison to other observed instruments. The pivoting clamp screws were rotated by hand clockwise to check for loose screws. The screw to the right (when observed with the instrument base on a table) was observed to rotate approximately an 8th of a turn when rotating the screw tool by hand. The grip rod face clamp was observed to have a slight gap between it and the pivoting clamp when compared to the opposite side. After tightening the screw the instrument was placed on an in-house system and the instrument successfully passed engagement, recognition, and accessory tip detection. The instrument was able to be advanced through the cannula and appeared to move intuitively. A cut test was performed and the mcs was able to cut at the extremes in the roll direction and no snagging was observed. The root cause for the loose instrument screw is typically attributed to a component failure. An additional finding not associated with the complaint was also identified. When the instrument shell was removed, buildup was observed on the internal pullies, and their bearings were found to exhibit signs of corrosion. The plastic input disc for the roll direction was also observed to have slight cracking and discoloration. The root cause of the buildup, corrosion, and cracked input disc is typically attributed to mishandling/misuse and can be caused by improper reprocessing techniques. A review of the instrument log for part number: 430004-53 batch/lot number: s10210722-0022 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 2 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke at the portion of the device that enters the patient (distal end). At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.